Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect devices. Replacement monitor shipped to site 01/05/2017. Replacement computer and dvi cable adapter both shipped to site 01/10/2017. No parts have been received by manufacturer for analysis. On 01/10/2017 a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative replaced the monitor and vga-vga cable. Re-booted the navigation system 3 times and had video signal all 3 times. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that when booting their navigation system, the monitor showed a message: no input detected, and would not move past this message. This was reported prior to the start of a procedure. No further details regarding this issue were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The replacement monitor was returned to the manufacturer for analysis. Investigation confirmed reported issue. The monitor would work fine on the analog connector on a computer set up for analog display, but when the monitor was hooked up to a digital connector with a computer set up for digital display the video dropped out and gave a no input detected error. Turning the power off and on again on the monitor brought back the video and continued to function with no failure. Failure occurred only on cold start. The hardware investigation found that the reported event was related to an electrical hardware issue; malfunction, no image failure. This issue was documented in a medtronic navigation hardware anomaly tracking database.